Event description:
Patient began to complain of some discomfort. Metal levels were obtained, which revealed a cobalt level of 8, a chromium level of 1.6, and a nickel level of 0.4. Because of the significant discomfort, we offered pt a revision arthroplasty to change his metal-to-metal articulation to one of metal plastic. In addition, we offered to remove the titanium long modular neck, which has a greater instance of fracture than the short neck or the cobalt-chromium neck.